Event description:
It was reported that the customer was experiencing intermittent, on-going out of range issues occurring between the transmitter and pump greater than 15 minutes, with no continuous glucose monitor (cgm) sensor readings. Contact attempts were made by tandem technical support to obtain additional information regarding the issue; however, no response was received from the customer.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.